Event description:
It was reported that an ilet user experienced a broken and unresponsive touchscreen localized to the lower portion of the display, while the device otherwise appeared powered on, and a replacement was arranged; the user reported high blood glucose during the incident with a peak of 330 mg/dl, out of range for approximately two hours, and the pump delivered a correction. Symptoms included no reported clinical manifestations. Outcomes included no outside assistance and no medical intervention or hospitalization. Investigation included complaint handling, collection of device performance information, user education on shutdown procedures, data sync guidance, and arrangement for device return with shipping label. Investigation of this case revealed a device hardware issue involving the touchscreen/display assembly that impaired user interaction, consistent with physical damage to the screen, while core insulin delivery and alerting functions remained operational as evidenced by successful automated correction and alerts. It was concluded, based on previously established findings for similar reports, that the cause was physical damage to the touchscreen leading to limited responsiveness, not a systemic device malfunction.

Manufacturer narrative:
The device was not received or evaluated by beta bionics. User complaint of ilet damage or malfunction was not confirmed via failure investigation due to lost package or common complaints. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.